Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device did not pass these tests. After testing, it was noted that the header was separated from the device case. High power visual inspection noted no medical adhesive left on the top of the device case; all the medical adhesive was on the bottom of the header. X-ray examination was then performed. The 3 header wires were found to be fractured, which was the reason the device did not pass testing. A review of the daily impedance measurements noted normal values up to the day of explant, so it was determined the feed thru wires were fractured at explant. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
This report is being filed to provide device evaluation results.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced with an subcutaneous ICD due to unknown product performance issue. Additional information was requested, however further information had been obtained. No additional adverse patient effects were reported.